Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving a false negative innovacon hcg pregnancy test. The pharmacy (distributing (B)(4) provided products) to various clinics in (B)(4) is reporting multiple false negative results on the innovacon hcg urine pregnancy tests. Most recent 2 x tests 2 weeks apart pregnancy was only discovered and confirmed when inserting iud. No patient information received. No reported adverse patient sequela. No additional information provided.